Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing high blood glucose when insulin reached 10 units to 15 units in reservoir. Customer's blood glucose was over 500 mg/dl, which was treated with insulin pen. Customer did contact healthcare professional. Customer would monitor insulin pump.